Event description:
It was reported that the patient was going to (B)(6) on ¿the 7th¿ to see about having reconstructive surgery on his back because, he had ruptured discs. The patient was not happy with his current hcp and that¿s why he was going to (B)(6). The patient thought that this would be the ¿be all end all of all of it¿ and did not know what else to do ¿other than blow my brains out¿. The patient was referred to a therapist¿s hotline. The patient had an appointment scheduled for (B)(6), but he didn¿t want to go back. It was noted that the patient had the pump because his ¿spine is a wreck¿. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).